Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Hcp said the device is not working per the patient's family; the caller didn't have any further details. The call center reviewed MRI considerations. It was also reviewed to interrogate the ins with the patient programmer (pp) or have a manufacture representative (rep) attempt with a clinician programmer (cp). It was lastly reviewed that the patient would need to speak to an healthcare provider (hcp) about replacement/explant if they can't communicate to the ins. No patient symptoms were reported and no further complications have been reported as a result of this event.